Event description:
The pump was returned for investigation. Investigation revealed that the pump booted to the verify screen with dim pink contrast. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed display lens has multiple scratches. The pump booted to the verify screen with dim pink contrast. Unrelated to the complaint, the up arrow keypad symbol was worn. (B)(6).